Manufacturer narrative:
It was reported that patient underwent extensive transvaginal urethrolysis for removal of retropubic mesh and sutures on (B)(6) 2014 due to eroded mesh, pelvic pain, urethral burning, mixed incontinence, difficulties to empty the bladder and sui. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent partial revision ¿ extensive transvaginal urethrolysis, removal of foreign body in the retropubic space in the right (prolene sutures and mesh), autologous fascia lata with the donor site from the left thigh, and cystoscopy on (B)(6) 2015 by dr (B)(6) at (B)(6) due to urgency and recurrent pelvic pain.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and symptomatic rectocele. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia and vaginal scarring. No additional information was provided.